Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation with blisters under the patch. There was no alleged device malfunction contributing to the irritation. The patient reported that they were a nurse and used benadryl cream on the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.